Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off-label usage of the device. On 05/08/2022, it was reported that the patient does not recall many event details as this event occurred over a year ago. The patient stated she was hospitalized due to being in dka and in a coma. The patient cannot recall any bg/cgm comparison values for this event. The patient was treated with insulin while hospitalized. It is not known how long the patient was in a coma and when she regained consciousness. The patient was discharged home 6 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.